Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with I-blade lower tip bent. In addition, there was skiving of the heat shrink (shaft cover) material and with all present. Due to this condition there was difficulty on opening and closing the jaws. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator so the device could not be tested for the reported "hemostasis controllable" issue. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged.

Event description:
It was reported that during a laparoscopic bilateral salpingo oophorectomy (bso) procedure, the device was used for the first ten minutes of the case and the jaw got stuck on tissue. The surgeon was unable to open the jaw and it read error message (replace device). The device was pulled off of the tissue and never opened, there was some bleeding at the tissue site of the removal but after using the second device it was controlled and not an issue. We tried unplugging and restarting but it read the same message. There were no patient consequences. Case completed with another device of the same product code.